Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implantable neurostimulator (ins) gets hot and hurts. The patient stated that the equipment does not get hot. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins heating while recharging was not determined. The patient said that, furthermore, while recharging, the pain down their leg (like sciatica) could be horrible when at normal times it is not. The patient stated that no actions were taken and the ins heating while recharging was not resolved. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that they did not know the cause of the recharger not charging and burning them while recharging. The patient stated that they were charging better, but the pain and burning sensation continued. The patient did not know the cause of the implantable neurostimulator (ins) heating while charging. The patient stated that it had been hurting and heating since day one. It was noted that the patient would take 5-10 aspirin or advil so that it wouldn't hurt as much. The patient stated that they had also tried all different varieties of charging. It was noted that the issue of the recharger not charging had been resolved, as they changed something regarding the charger. However, the issue of the burning and continuing pain had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins recharger (insr) would not charge. The patient reported that they couldn¿t charge ¿since day one,¿ but then they stated that they could charge on ¿day 10.¿ the patient also reported that the insr burns the patient when they¿re charging the ins. No further complications are anticipated.